Event description:
The following has been reported: biomed reported: "we have an infusion pump sn: (B)(6) that had finished its infusion, and our staff were not able to use the touchscreen or turn off the alarm. When they tried to shut it down, it would not allow it saying the alarm must be cleared first. Holding the power button down longer was able to power down the unit. I have attached the pump logs, the complaint form, as well as a video of the issue. The pump has not done this again since we powered it back up in our office. Patient harm: no. Active infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen, no input). Unit powered up with no alarms and touch screen functioned properly. Verified touch screen flex cable was seated. Internal investigation found the lever boot is creased/folded causing drag on the lever arm. Lever boot will be removed and replaced during repair process. No other damage found.